Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Lens was discarded by the facility. Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon inserted an aq2010v silicone three piece lens and the lens caught and ripped in half. The lens was removed and discarded by the facility. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.